Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure, as well as during the prime/rewind process. The blood glucose reading was unknown. The customer stated that he did not see any bent infusion set cannula upon removal. He noted that he changed the infusion set, and he was unable to fill the tubing. He reported that the same issue occurred with a different set as well. Advised replacement of the infusion sets. Nothing further reported.